Event description:
Additional information received, which confirms that MFR report #3005099803-2010-01699 is related to MFR report #3005099803-2010-01700. Both resolution clip devices were used in the same procedure.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed in the esophagus on (B)(6), 2010. According to the complainant, during the procedure, the clip was positioned in the patient's esophagus. The clip was deployed however, the clip would not release from the catheter. There was no consequences for the patient, the tissue tear was insignificant and did not cause additional bleeding. The procedure was completed with an easyclip olympus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The device used in this event was not returned. A device that was received, was received in an original unopened pouch. A visual examination of the returned device found no deformities. The device was then actuated and deployed as designed. A root cause could not be determined as the actual device involved with the event was not returned. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed in the esophagus on (B)(6), 2010. According to the complainant, during the procedure, the clip was positioned in the patient's esophagus. The clip was deployed however, the clip would not release from the catheter. There was no consequences for the patient, the tissue tear was insignificant and did not cause additional bleeding. The procedure was completed with an easyclip olympus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.